Event description:
Reporter stated that a non-diabetic employee's blood glucose was tested, both in the facility's lab and on the suspect device. Patient's blood glucose measured, when measured in the lab (115 - 120 mg/dl) was ~ 100 mg/dl lower, than the result obtained on the suspect device. No treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.